Event description:
It was reported the patients blood glucose level read high (>500 mg/dl) while wearing the pod between 4 and 24 hours. As treatment, a new pod was placed and a manual injection was given using an insulin pen.

Manufacturer narrative:
The returned device was evaluated and a tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. Several components showed traces of corrosion caused by the internal leak. Corrosion was found on the rail mechanism, pcb, rail mechanism, ratchet gear, chassis, top battery and commutator cap. The batteries were found to depleted. The internal leak caused the malfunction of the rotational sensor assembly and caused the 0x40 alarm in the download data. The internal leak was found to be the root cause of the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.